Event description:
It was reported that after opening the package of bd vacutainer® eclipse¿ blood collection needle "white" foreign matter was discovered on the needle. The following information was provided by the initial reporter, translated from chinese to english: after the blood collection nurse opened the package to collect the patient¿s blood, she found white foreign matter attached to the needle and immediately reported it to the blood collection team leader.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after opening the package of bd vacutainer® eclipse¿ blood collection needle "white" foreign matter was discovered on the needle. The following information was provided by the initial reporter, translated from chinese to english: after the blood collection nurse opened the package to collect the patient¿s blood, she found white foreign matter attached to the needle and immediately reported it to the blood collection team leader.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the eclipse needle is observed to have blood on the tip of the cannula. Since the device is used it cannot be evaluated for foreign matter. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.